Manufacturer narrative:
The device was not returned for analysis. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling resulted in the reported material separation. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a moderate calcified, tortuous lesion in the left circumflex (lcx). Reportedly a 3.0 x 15mm xience prime rx drug eluting stent (des) was advanced into the anatomy; however, before it crossed the lesion the shaft was noted to break into two pieces and was simply removed. Another xience prime was used and the procedure was completed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.